Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Consultant hand surgery/ orthopaedic surgeon at (B)(6) hospital requested via the sbi distributor, (B)(4), the metal composition of the uhead and remotion implants. The hospital reported that a male, (B)(6) patient, had experienced swelling, a rash and itching ulnar and radial following wrist surgery. It was further reported that the patient underwent surgery using remotion implants on the (B)(6) 2010 and (B)(6) 2014, and underwent surgery using the uhead implants on (B)(6) 2015. It is further reported that the patient has not received any further treatment. The patient reports that he occasionally has a tingling in his mouth and tongue caused by a titanium dental implant that he has.